Manufacturer narrative:
Received 1 portion of a silicone catheter. The reported event was confirmed as cause unknown. The visual inspection noted the funnel and inflation valve missing. It was also noted that a cuff roll was found on the received catheter. Per the dimensional evaluation, the sample was found within specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that user could not deflate the balloon. Upon receipt of the sample, there was a ridge found on the balloon of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that user could not deflate the balloon. Upon receipt of the sample, there was a ridge found on the balloon of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water could not be injected into the balloon as the user attempted to inflate the balloon with a syringe. The balloon could not be inflated.